Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise, oversensing, elevated sensing integrity counter (sic), and was possibly fractured. A lead replacement is planned but has not yet occurred. No patient complications have been reported as a result of this event.